Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of the atrial signal. Device data and x-rays were sent to rhythmcare for review. Data review and x-rays determined the right ventricular (rv) lead was placed close to the atrium, therefore when the patient takes deep breaths the atrial signal is being oversensed. Rhythmcare then provided further troubleshooting steps to be considered. This device system remains in service. No adverse patient effects were reported.